Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the battery compartment and battery spring were corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with the battery tube and battery cap contact was corroded; no corroded battery tube spring noted. However, the insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, a21 test and all operating current test. No failed battery test alarm noted. The insulin pump had cracked reservoir tube lip.